Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for post operative check, with a device that was far field r-wave oversensing on the atrial channel. The oversensing was noted on a stored egm. The atrial lead was intermittently sensing the biventricular pace. Programming changes were made.